Event description:
Healthcare professional reported left side capsular contracture baker grade iii and textured to smooth exchange. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and textured to smooth exchange.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: observed one opening on the anterior side assessed as surgical damage. White calcification observed on the device. Crease fold observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and textured to smooth exchange. The device has been explanted.